Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. The timing and cause of this damage is unknown. Although the soft cannula was kinked, fluid was still able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 350 mg/dl while wearing the pod longer than 48 hours on the abdomen. For treatment, the patient gave correction boluses, manual injection and drank water.